Manufacturer narrative:
Device identifier (ud) ¿ device was manufactured prior to the ud labeling implementation. Approximate age of device ¿ 2 years 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lactate dehydrogenase (ldh) was rising. The patient had been admitted on an unspecified date and the morning of (B)(6) 2017 it was reported that the ldh had improved to 479 u/l. Treatment included a heparin infusion and coumadin daily to get the inr therapeutic. It was reported that the clinicians were also monitoring the patient's hypertension. A representative of the manufacturer's technical services team reviewed the submitted log file which did not show any unusual trending of the pump parameters. On (B)(6) 2017 the patient was discharged with an ldh of 420 u/l. No additional information was provided.

Manufacturer narrative:
A direct correlation between device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on lvad support and no further issues have been reported. The instructions for use list hemolysis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.